Event description:
It was reported the balloon catheter performed outside and inside the patient. Upon retrieval, the catheter was found ruptured. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the hospital.